Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 30 mg/dl due to a bolus being delivered without user interaction. Bg was addressed with customer drinking juice. Tandem technical support (cts) looked through pump data logs and showed the customer had requested and delivered a bolus intentionally. Cts educated the contact of the pump feature lock to prevent future occurrences.